Manufacturer narrative:
The reported flush suture cutter, intended for use in treatment, has been returned for evaluation. The device is over three years old. Visual assessment of the device confirmed the complaint. The movable jaw has come free from the actuator and shaft and was not returned. Examination of the handle, shaft and actuator showed no abnormalities. Without the return of the movable jaw an exact root cause cannot be determined with confidence. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the set up inspection, the cutting piece broke off of the suture cutter. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.